Manufacturer narrative:
(B)(4) lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -3.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted. The reporter stated "we explanted the lens because the patient was not physically satisfied. She saw one pupil bigger than the other. She noticed the pupil of the right eye was larger than that of the left eye." In the reporters opinion the cause of event was patient-related factor. However, it wa reported that it was unknown if the device fail to perform as intended.